Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The peritonitis was manifested by abdominal pain and cloudy solution (peritoneal dialysis effluent). At the time of this report, the patient was recovering from the peritonitis event. Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow up report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was unknown. It was unknown if the patient was hospitalized. The patient was treated with unspecified medication (dose, route and frequency not reported) for the peritonitis. The outcome of the peritonitis was not reported. Action taken with therapy was not reported. Additional information was requested but was not available at this time.